Event description:
It was reported that the zeta crossed the lesion and was deployed without incident. The guide wire was replaced; however, it is unk why the guide wire was replaced. After the new guide was placed, the physician found the stent could no longer be seen and it was felt to be possibly in the aorta, but this could not be confirmed. No treatment was performed and the stent remains lost in the pt. No pt effects have been reported.